Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that two speedband superview super 7 devices were used in the esophagus during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2018. According to the complainant, prior to the procedure, the bands were on top of each other. Reportedly, the physician attempted to straighten the bands but failed. The bands then fell and the device was then removed. The same issue occurred with second speedband superview super 7 device. The banding procedure was cancelled. Additionally, there was no difficulty in setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.